Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 0.24 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was seen for a post-op appointment the first week of (B)(6) 2022 and reported a swollen abdomen that was tender. She reported that she had a fall after her pump implant, but she was not sure of the date of the fall. Per the patient the swelling occurred around the time of the fall. She also reported swelling near her spine incision and headaches on one side of her forehead. She was not experiencing any other signs or symptoms. The patient¿s abdomen was drained on (B)(6) 2022 and again on (B)(6) 2022. She then had a blood patch on (B)(6) 2022 and was scheduled for a catheter revision/replacement on (B)(6) 2022. During the procedure, the patient¿s abdomen was drained, and the catheter connector was confirmed to be secure. The catheter was then aspirated from the cap (catheter access port). The hcp then drained the spinal area and noticed csf (cerebrospinal fluid) leaking around the catheter. He then removed the spinal/tip segment of the existing catheter and stitched the opening shut. After that, he implanted a new spinal/tip segment in a different location; tied a purse string around the opening; and connected it to the existing pump segment of the catheter. A drain was also placed. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall after pump implant. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.